Event description:
The customer reported no image was displayed and image noise during an inspection before use involving an olympus endoeye flex deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.